Event description:
The customer stated that the up arrow button was not working properly. The customer also stated that the insulin pump was exposed to moisture. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the button anomaly due to the blank display.